Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical or visual analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the warnings section of the device instructions for use (dfu), "use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
It was reported that the device was detached. The physician immediately withdraw this device and changed another guidewire to finish the procedure. It was reported that there was no serious injury or adverse patient effects.